Event description:
The pt received an scs system on (B)(6) 2008. It was reported that the pt's lead was explanted and replace due to lead migration. No further info is available at this time.

Manufacturer narrative:
Incomplete product returned and unable to analyze product to confirm migration complaint. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.